Manufacturer narrative:
(B)(4). It was reported that the device is not available for evaluation. Device lot number reported as unknown. Customer reported two potential lot numbers 18cg36 or 18bg31. The investigation into this complaint is still on going at the time of this report.

Event description:
Customer complaint alleges that "patient was intubated and shortly after et tube cuff was not able to hold air." It was reported that the ett was replaced. No patient harm was reported.

Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned for evaluation; therefore, one sample was retrieved from current production at the manufacturing facility for simulation purposes. The cuff was inflated to 25mbar with a calibrated endotest. The cuff was able to maintain pressure. The sample was then immersed in water to undergo a leak test. No bubbles were observed flowing out from the cuff under water. There is 100% inflation and deflation testing during manufacturing; therefore, any defects would be detected prior to release from the manufacturing facility. A device history record (DHR) review was performed on both potential lot numbers reported by the customer. There were no issues found that could relate to the reported ccomplaint. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges that "patient was intubated and shortly after et tube cuff was not able to hold air." It was reported that the ett was replaced. No patient harm was reported.